Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and mildly tortuous superficial femoral artery. After a non-bsc guide wire passed through the lesion, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 14 atmospheres for 10 seconds, the balloon ruptured. The device was removed from the sheath and the procedure was completed with another coyote. No patient complications were reported.